Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. It was reported that the patient had tachycardia. A blood glucose reading at a hospital was hi on an unknown blood glucose meter. Patient was admitted to the hospital and received IV insulin, name and amount are unknown. The hospital discharge date is unknown. The infusion device was requested to be returned for product evaluation..